Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set fell off and had high blood glucose level (800s mg/dl). She checked her blood glucose level and inserted another infusion set and self-treated with a bolus. She had low ketone levels and the health care professional assessed ketone levels as dangerous/life threatening. The patient did not notice any damage when the damage when the package was first opened. The patient went to emergency room for ten hours with high blood glucose level (800s mg/dl) and then was subsequently hospitalized due to diabetes ketoacidosis. She received saline and insulin as corrective treatment and this resolved this issue. The infusion set was in use for 1-2 days. The patient was hospitalized for seven days. No further information available.